Event description:
The customer reported that when using the clarivein catheter in a more torturous place, the rotation easily gets stuck. Then, the rotation wire separates from the main catheter.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single device. A visual examination of the device revealed that the device was in position two (the engaged or ready to use position). The wire was observed to have been removed from almost the entire length of the catheter. Some bio matter was found on the distal tip of the wire. Additionally, the catheter was found to have some twisting and kinking at the end of the strain relief. Examining the proximal end of the wire under magnification a rough break is observed. The rough break appears to indicate that the wire broke under strain and matches the customer's report that the wire broke in the patient's anatomy, as difficult anatomy may cause strain or stress to be placed on the device. Examining the cartridge the remnant of the wire was found. The root cause has been attributed to a material failure of the wire. The complaint was confirmed. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.